Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar incidents. The reported patient effects of persistent or residual mitral regurgitation and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology as stated by the physician that the slda was due to the fragile leaflets. The reported tissue damage associated with the first clip resulting in unchanged mitral regurgitation (mr) appears to be a result of the slda. There is no indication of a product issue with respect to manufacture, design or labeling.. The xtw clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment and tissue damage. It was reported that this was a procedure performed to treat functional mitral regurgitation. One clip, an ntw, was implanted without issue at the anterior 2/posterior 2 (a2/p2) leaflet segment. Mr was reduced from grade 4 to grade 2. A residual mr jet remained; therefore, the decision was made to implant a second clip. The second clip, also an ntw, was advanced without issue. The clip arms were opened without issue. There was no interaction with the implanted clip; however, it was noted that the first clip detached from the posterior leaflet. The mr returned to baseline. An attempt was made to grasp the leaflets with the second clip; however, due to the patient anatomy (restricted posterior leaflet) and the movement of the leaflets related to the detached first clip, the second clip was unable to grasp the leaflets. The device was removed without issue. A third clip, an xtw, was advanced and attempts were made to grasp the leaflets. The xtw clip was able to grasp the leaflets; however, it was noted that the leaflet tore. The clip was not implanted and the cds was removed. It was then noted that the first clip had also tore the leaflet when the clip detached from the posterior leaflet. No additional clips were implanted and the patient was taken for a surgical mitral valve replacement. The implanted clip was explanted during the surgical procedure. Post surgical procedure, the patient was in stable condition and doing well. No additional information was provided.